Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model swartz¿ braided transseptal introducer, sl0¿, 8.5 f) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, an air leak was noted. There was no problem when flushing the sheath after insertion into the heart chamber, however, air was aspirated when flushing while inserting the mapping catheter. Aspirating air several times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.